Event description:
It was reported that during a diagnostic colonoscopy under sedation the colonovideoscope's knob to rotate was not working correctly after a snap was heard. This resulted in a delay of 30 minutes or greater. There were no reports of patient harm.